Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that customer¿s insulin pump had blank display and insulin pump stopped working. Customer performed troubleshoot for blank display but display did not return. Customer¿s current blood glucose was 160mg/dl. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board.